Event description:
The pt was in the woods walking when he experienced multiple shocks from his implanted defibrillator (the event). On 9/9/93, the pt's cardiologist removed the pt's epicardial lead. On exam of the lead, he discovered a fracture of the insulation involving the rate sensing epicardial lead. This leads to spurious counting and excessive shocks in an appropriate pattern. The device was removed from the pt and a new device was put in and tested.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, none or unknown. Results of evaluation: insulation degradation/deterioration, insulation. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor, other. The device was not destroyed/disposed of.